Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
It was later reported that they were unable to get the lead into the implantable neurostimulator due to set screw and different battery was used and everything was fine. The patient was doing fine and there was no harm to patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ytyq, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
It was reported during a procedure they could not insert the lead and they were not able to remove the setscrew to insert the lead. A setscrew failure was noted. The reporter stated that he thought the setscrew was stripped. They replaced the faulty neurostimulator and the reporter stated that everything worked as expected and the patient was getting stimulation. The patient was indicated for urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.